Event description:
It was reported that, prior to the implant of this bioprosthetic transcatheter valve in a patient with vascular stenosis and calcification, an attempt was made to insert a 18 fr sheath into the access site at the left lower limb, but it could not be advanced. Subsequently, an attempt to insert and advance a 16 fr sheath also failed. A 12 fr was inserted into the patient and a balloon dilatation was performed. Once again, the sheath could not be advanced. An attempt was made to replace the 12 fr sheath with a different 12 fr sheath so that a percutaneous transluminal angioplasty could be performed, but the attempt failed. Subsequently, signs of insufficient blood volume were observed. Angiography of the access site revealed a perforation. Attempts to achieve hemostasis failed. The procedure was converted to surgery by opening the access site. Due to severance of the blood vessel in the left lower limb, a femorofemoral bypass was performed.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012280006); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to the implant of this bioprosthetic transcatheter valve in a patient with vascular stenosis and calcification, an attempt was made to insert a 18 fr sheath into the access site at the left lower limb, but it could not be advanced. Subsequently, an attempt to insert and advance a 16 fr sheath also failed. A 12 fr was inserted into the patient and a balloon dilatation was performed. Once again, the sheath could not be advanced. An attempt was made to replace the 12 fr sheath with a different 12 fr sheath so that a percutaneous transluminal angioplasty could be performed, but the attempt failed. Subsequently, signs of insufficient blood volume were observed. Angiography of the access site revealed a perforation. Attempts to achieve hemostasis failed. The procedure was converted to surgery by opening the access site. Due to severance of the blood vessel in the left lower limb, a femorofemoral bypass was performed. Additional information was received to report the minimum diameter of the access vessel was 4.9mm. Per the physician the delivery catheter system (dcs) did contribute to the perforation; it occurred as the non-medtronic sheath and the dcs were "forcibly" inserted into the patient. A stent was placed to treat the perforation.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. A patient code and eval code result were added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.